Manufacturer narrative:
The valve was returned with 26mm commander delivery system and sheath. The valve with delivery system was stuck within sheath. The returned device was evaluated, and the following are the observations made: one (1) bent strut was observed at inflow. Multiple struts exposed through skirt, it was normal after crimped and used. The valve was expanded by edwards engineering and the following was observed: the bent strut was corrected. Frame was distorted. All struts were exposed through skirt, it was normal after crimped and used. Leaflets wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. The imagery of the device after procedure reveals the following: two (2) punctures appeared on sheath shaft and strain relief. A device history review (DHR) was reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instruction for use (IFU) and training manuals were reviewed: IFU commander delivery system with s3/s3u thv, ce, device preparation manual, and procedural training manual. No IFU/training deficiencies were identified. Although the reported event was confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The reported event was confirmed through evaluation of the returned device. However, no manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, "the valve passed with considerable difficulty, and, at some point, it was noticed that the esheath was broken, and the artery was dissected, directly below the valve, in a segment of the esheath that has already passed the valve". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement. If excessive force is applied to overcome the resistance, it could result in bend strut as reported. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing full advancement, and damaging the valve frame. CAPA investigation mitigate against the failure. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a patient who underwent an implant of a 26mm sapien 3 ultra valve, by right transfemoral approach. The 14 fr esheath advanced through patient's femoral artery with some difficulty (no excess calcium, no tortuosity in the artery or stenosis). There were difficulties advancing the valve and delivery system through the sheath. It was noticed that the introducer was broken and the artery was dissected the introducer and the valve were removed together and discarded. A new kit was opened and the new valve was successfully implanted. At the end of the procedure, doctors treated the therapeutic artery with a balloon and kept it inflated for several minutes, in order to seal the damaged area. The vascular complication was considered successfully resolved.